Event description:
According to the reporter, post-operatively, the device overheated and after twelve hours of the procedure the patient came to death. The patient had two nodules in the liver, one closer to the vessel. During the radiofrequency liver tumor ablation procedure, ablations of 2 tumors were performed, and one 12-minute cycle was performed in each tumor. The first ablation occurred satisfactorily without complications and approximately 4 roll offs were verified and the path was cauterized at the end. The second ablation was also performed in automatic standard mode but at 7 minutes the equipment was accused of heating the plate and stopped. When they verified that the plate was no longer heated, they waited 1 minute and resumed the standard ablation at 7 minutes and continued until 12 minutes. And at this point where they were finishing the click did not give more pulses and the power was showing higher, but managed to finish procedure. Approximately 2 roll offs were observed and cauterization was performed at the end. As an observation, they em phasize the proximity of this ablation zone to a large vessel and the level of difficulty to access the 2nd tumor and also point out that the patient had already undergone other ablation procedures.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, post-operatively, the device overheated and after twelve hours of the procedure the patient came to death due to shock and liver failure. The patient had two nodules in the liver, approximately 1 cm each and one was closer to the hepatic vein. During the radiofrequency liver tumor ablation procedure, ablations of 2 tumors were performed, and one 12-minute cycle was performed in each tumor. The first ablation occurred satisfactorily without complications and approximately 4 roll offs were verified and the path was cauterized at the end. The second ablation was also performed in automatic standard mode but at 7 minutes after the cycle started the equipment to complete the plate, they stopped, checked if the plate was hot but it was not. When they verified that the plate (that was adhered to the patient) was no longer heated, they waited 1 minute and resumed the standard ablation at 7 minutes and continued until 12 minutes. And at this point where they were finishing, the click did not give more pulses and the power was showing higher but managed to finish procedure. Approximately 2 roll offs were observed and cauterization was performed at the end. When they say rolling off, they meant that the energy delivered to the tumor was "interrupted", so that there was no carbonization of the tissue. As an observation, they emphasized the proximity of this ablation zone to a large vessel and the level of difficulty to access the 2nd tumor and also point out that the patient had already undergone other ablation procedures. After the ablation, the patient went to recovery and presented severe shock and went straight to ICU (intensive care unit). Due to this, an ultrasound was performed. The generator was on default setting, initially the power was in minute at 50 in the first then to 100 in the second minute and full in the rest. It also displayed an alert "board return message" so they checked the ice, the connections, and the board. There was only one grounding plate used on this event. Imaging tests were used such as MRI (magnetic resonance imaging) or CT ( computed tomography) scan and this was done using an ultrasound device, but they did not have an available one for review. According to them it was not possible to say that the device contributed to the death and the doctor did not say so.